Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unsure if pledget pieces remained inside. She experienced an unusually heavy period and cramps during this time and 10 or 12 days later she had another heavy period. She self treated with probiotics. Her symptoms resolved and she did not seek medical attention.